Event description:
Related manufacturer report number: 2017865-2023-50905. It was reported that non sustained right ventricular oversensing (nsrvos), the origin of which was unspecified, possibly due to post paced t wave oversensing (pptwos) and right ventricular (rv) non-capture was observed remotely via merlin.net on the rv lead. The patient was brought into clinic and capture thresholds were assessed with the patient sitting down and found to be normal on the rv lead and slightly high on the left ventricular (lv) lead. Programming changes were made to the lv vector and lv capture thresholds slightly improved. The patient's thresholds were assessed in different positions given the timing of the nsrvo episodes. When the patient laid on their left side, rv capture threshold was increased while the lv threshold remained the same. Programming changes were made to rv lead output. All other measurements on the rv lead were stable through history. The patient's impedance and sensing were not assessed while lying on their left side. Recommendation for a chest x-ray at a future date was made. The rv and lv leads were being monitored. The patient was stable.